Event description:
Letter alleges the consumer was in a van sitting in their power chair, when the chair allegedly veered towards the driver of the van. The driver allegedly tried to brace the chair, and while doing so, was in a automobile accident and struck a telephone pole. The wheelchair user hit the dashboard and fractured both legs and sustained multiple injuries.